Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00576; 3005168196-2019-00577.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician reported that the first 3x8 smart coil did not detach using the handle. The physician then attempted to detach the smart coil manually, and it still did not detach. The physician then removed the 3x8 smart coil and it was not used in the procedure. The physician then advanced a 1.5x3 smart coil into the target vessel and reported that the same issue occurred. The 1.5x3 smart coil was also removed and was not used in the procedure. The procedure was completed using six non-penumbra coils. There was no report of an adverse effect to the patient.